Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set bloodline separated during a patient¿s hemodialysis (hd) treatment. The separation occurred three hours into the patient¿s three-and-a-half-hour treatment. The saline line reportedly ¿popped off¿ at the t-connection to the arterial bloodline. The cm stated it was almost as if the line was not properly adhered to the connector. A staff member was at the machine when this occurred, and they were able to immediately clamp off the lines. The patient¿s treatment was discontinued. There were no machine alarms that occurred, and there were no other known issues leading up to the event. The cm stated that everything else seemed normal. The patient¿s blood was not returned. Between blood that leaked due to the separation and blood contained within the circuit, the patient¿s estimated blood loss (ebl) was 325 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combi set bloodline separated during a patient¿s hemodialysis (hd) treatment. The separation occurred three hours into the patient¿s three-and-a-half-hour treatment. The saline line reportedly ¿popped off¿ at the t-connection to the arterial bloodline. The cm stated it was almost as if the line was not properly adhered to the connector. A staff member was at the machine when this occurred, and they were able to immediately clamp off the lines. The patient¿s treatment was discontinued. There were no machine alarms that occurred, and there were no other known issues leading up to the event. The cm stated that everything else seemed normal. The patient¿s blood was not returned. Between blood that leaked due to the separation and blood contained within the circuit, the patient¿s estimated blood loss (ebl) was 325 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed that the sample was available to be returned for manufacturer evaluation.